Manufacturer narrative:
Mityvac ii m-style cup was not returned to coopersurgical for eval. A product query for product # 10057 revealed no apparent trend. (B)(4).

Event description:
Infant with right parietal and mild left parietal bone fractures. Moderate size right frontal parietal cephalohematoma and small parafalcine acute subdural hematoma without mass effect - post vacuum extraction delivery.